Manufacturer narrative:
Customer service wanted to complete troubleshooting with the customer over the phone but the customer did not have the pump at the time, does not want to use the pump any longer, and simply wants a new pump to return for a refund. A replacement pump was sent to the customer. In follow up with the customer, he indicated that while his fiance was using the pump with a poorly fitting breast shield on one side, the right side was not pumping as efficiently as the left. She developed mastitis which progressed to an abscess that required surgical intervention (to incise and drain the abscess) and treatment with IV and oral antibiotics. She completed the antibiotic regimen and is now fully recovered; however, was advised by medical professional to discontinue breast feeding. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. In summary, the breast shield connector assembly on the pump, as received, was not attached correctly and was tested as such. The results indicated that the pump was not meeting vacuum specifications. The pump was also tested after proper placement of the breast shield connector assembly and the results indicated that the pump was meeting vacuum specifications. Information in the customer's complaint and in customer follow-up indicates that the customer also admitted to an improperly fitting breast shield as well as failure to contact medela when the issue occurred, at which point in time troubleshooting may have restored vacuum and the clogged duct may not have progressed any further. Per the instructions for use (rev d, p 5), it states "snap clear back cap onto breast shield body enclosing membrane. Make sure all 3 tabs are snapped in place" and also under troubleshooting if there is low or no suction (p 19), it states "make sure the breast shield pumping kit (breast shields, membranes and breast shield bodies) are assembled correctly and the back cap is firmly attached at all three connection points" and "make sure the breast shield forms a complete seal around the breast." The improperly fitted breast shield, improperly connected breast shield connector assembly and failure to contact medela in timely manner were all the result of user error. Though the improperly attached breast shield connector assembly and an improperly fitting breast shield could cause low vacuum, it cannot be definitively concluded that this caused or contributed to the mastitis which led to the abscess. We will monitor complaints for similar issues. Evaluation summary: the pump was visually examined and the following were note: pump type: freestyle. Adapter medela part #9207047 (also tested and voltage was found to be within specifications). The breast pump kit (tubing, breast shield connector assembly, breast shields) was also returned with the pump. Visual examination of the breast pump kit revealed that the tubing and breast shields were in good condition, but that the cap of one of the two breast shield connector assemblies was not attached correctly. Specifically, one of the three tabs which connect the cap to the breast shield assembly was not attached. The pump's vacuum levels were tested as the pump was received with the improperly attached breast shield connector assembly and no vacuum was produced. The breast shield connector assembly was then reattached properly and the pump's vacuum levels were again tested. Vacuum levels and cycle rates were measured. This pump meets pass criteria for test (B)(4) which can be found in the freestyle design history file. Test (B)(6) states that single pump vacuum should be, for stimulation mode, double pumping +40mmhg/-20mmhg and for expression mode double plumping +20mmhg/-30mmhg. The pump operated properly and within specification throughout the experiment with the properly attached breast shield connector assembly. Note 1 - vacuum and cycle rates were measured using medela part number 700.2020 - vacuum/cycle fixture (ID# 3058); calibrated daily.

Event description:
The customer reported to customer service on 08/02/2011 that in mid (B)(6) his fiance developed a clogged duct and had to go to the hospital with a severe infection because the pump was not working. One side was not suctioning as well as the other side. His fiance is no longer able to breast feed due to the infection. When the issue occurred in mid (B)(6), they did not report it nor seek any assistance from medela. They would like a new pump to return to a retail store for credit.